Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in mildy tortuous and mildly calcified distal-atrioventricular branch right coronary artery. After predilation was performed five times this 2.25 x 38 synergy drug-eluting stent was advanced for treatment. However, the device got caught in the calcified area in ostium branch of the atrioventricular branch, and it was unable to cross the lesion. They tried to performed with rotablator but the shape of the mounted stent had flattened so it was not used. The procedure was completed with the different device. There were no patient's complications nor injuries reported.